Event description:
Five days post index procedure, angiography confirmed stent thrombosis in the mid circumflex artery. It is unknown how the procedure was completed and what the patient's status is. The patient went in for a procedure in 2007. The target lesion in unknown; however, the lesion was type b1, de novo, moderately tortuous and concentric. The lesion was 15mm in length and had a vessel diameter of 2.2mm. The lesion was pre-dilated. Timi flow grade was 2 pre-procedure and 3 post-procedure. A cypher select plus stent was being used to treat the target lesion. The patient's medications included the following: aspirin (pre and post-procedure), statins (pre and post-procedure), ace inhibitors (pre and post-procedure), clopidogrel (post-procedure) and beta-blockers (post-procedure)

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.